Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding gum [gingival bleeding]; red gum [gingival erythema]; sore gum / hurt gums [gingival pain]; jabbed/stabbed above teeth and below lip on gum / catching gum [gingival injury]; ulcer - gum [gingival ulceration]; mouth injured [mouth injury]; brushhead snapped and jabbed/stabbed gum [injury associated with device]; brushhead snapped / brush had broken [device breakage]. Case description: consumer called stating the toothbrush head snapped. No serious injury was reported. Follow-up: consumer sent a picture of the brush that had broken.